Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mother board and auxilliary interface board. System operates as intended.